Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Due to character limitation in block e1: event site address: (B)(6). A getinge field service engineer (fse) inspected the unit and reviewed the system log, which showed communication error codes 78, 79, and 80. The fse reported that the battery and safety disk time has been passed. An operational test was performed, and no abnormalities were identified.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump had a message requiring maintenance review. No harm reported.